Manufacturer narrative:
Event date is on an unreported date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for more than 20 days. The treatment for the event was unknown. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information could be provided because the reporter declined follow up.